Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of injury in a female pt who received super poligrip (formulation unk) (super poligrip) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced injury. At the time of reporting, the outcome of the event was unk. F/u was received via medical records on (B)(4) 2009. Since approx 1999, the pt had experienced myelopathy and neuropathy due to vitamin b12 deficiency. In (B)(6) 2000, the pt became wheelchair bound. On (B)(6) 2000, the pt presented to the hospital complaining of being unable to walk and having right leg weakness. She was profoundly ataxic in legs which the pt stated was acute in onset. Physical examination revealed profound peripheral neuropathy but as the pt exhibited ankle clonus, myelopathy of spinal cord pathology could not be ruled out. The pt was hospitalized. On (B)(6) 2002, the pt was admitted complaining of chronic progressive distal weakness and numbness of upper and lower extremities. This was accompanied by tingling sensations. Following neurological work-up the pt was assessed as having chronic progressive distal, sensorimotor polyneuropathy with vitamin b12 deficiency that had not responded to vitamin b12 injections. On (B)(6) 2002, the pt's zinc was elevated at 1.43 mcg/ml and the pt's copper was less than 1 mcg/ml (normal ranges not provided). The pt was transferred to a local hospital on (B)(6) 2002 for inpatient rehabilitation. The pt began to develop altered mental status. On (B)(6) 2002, the pt was started on copper supplementation. The pt was described in medical records as a c5-c7 incomplete quadriplegic as a result of neuropathy secondary to copper deficiency. By (B)(6) 2003, the pt was noted to show improvement. By (B)(6) 2003, her brain was responding ("finally waking up") to copper treatments. By (B)(6) 2005, the pt made significant gains in use of upper extremities and her strength. This case is considered medically serious by gsk.